Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for failed back surgery syndrome and spinal pain reported seeing the poor communication screen on the patient programmer (pp). The recharger was unable to communicate with the device. The last time the patient had a successful recharging session was over a week ago and the last time they felt stimulation was a week ago. The patient stated they were miserable. According to the patient the reason for not charging was because ever since they fell the system had been acting funny, had a hard time connecting, and the patient had to play with it to get a bar or two. It was noted the patient had an x-ray after the fall. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.